Event description:
Healthcare professional reported right side "capsular contractures baker grade IV". Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, the weight the device within specification, fold creases, and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.6b., d.9., g.2., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side "capsular contractures baker grade IV". Device remains implanted.